Manufacturer narrative:
During the evaluation the reported event could not be confirmed. A running test was performed to further troubleshoot the reported issue and the monitor screen froze while displaying cardiac output (co), stroke volume (sv), and central venous oxygen saturation (scvo2) values. No error message was observed. In addition, the clock on the ev1000 panel had stopped, and the monitor was not recognizing the touch panel when pressed. An audible noise could also be heard coming from the monitor. The software was reinstalled in an attempt to improve the issues, but was unsuccessful. A review of the manufacturing records indicated that the product met specifications upon release. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate treatment could be administered. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported before use, the ev1000 monitor displayed ¿ev1000 system failure/system settings corrupted¿ fault messages. There was no patient involvement.